Event description:
It was reported that a patient had been experiencing increased seizure activity coinciding with increased vns stimulation from standard scheduled programming titration. It was reported the patient experienced a seizure at 0.625ma output, 5 seizures within one week at 0.875ma, multiple seizures per night at 1.375ma, and 4-6 seizures per night at 1.75ma. It was reported day/night mode programming was enabled for the patient, which resulted in an improvement in seizures for a week before returning to increased seizure activity. The patient's antiseizure medication was increased without any noticeable benefit. The patient's physician disabled the patient's vns therapy and subsequently observed a 50% decrease in the patient's seizure activity. It was reported the patient did have a urinary tract infection which may have contributed to seizure destabilization but that this seemed insufficient to explant the patient's worsened seizures and the patient's health care provider suspects vns is a larger factor. Additional information was later received from the patient's physician reporting that the patient remains seizure free. No other relevant information is available to date.